Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer experienced high blood glucose levels over 500 mg/dl. The customers blood glucose was 179 mg/dl at the time. No symptoms were reported, and the high blood glucose was treated with manual injections. It was reported the customer did not follow the steps to correctly insert a serter, which caused the high blood glucose. It was reported training was admitted, to prevent this issue from happening again in the future. No devices were returned or shipped.